Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the visual inspection of the protego, cuts were seen in the insulation, which were probably a result of the explantation process. The residues of coagulated blood on the entire inner conductor helix most likely got into the lead with a mandarin that was used during the operation. In summary, the analysis of did not indicate any material defects or manufacturing errors.

Event description:
Ous MDR - one day after implant, it was reported that the atrial lead was dislodged and was replaced. After the ra revision, this lead also became dislodged. It was explanted and returned to biotronik for analysis. No worsening of the patient's state of health was reported.